Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services (ts) on (B)(6) 2012 states that impedance went from 682 ohms on (B)(6) to 512 ohms on (B)(6). Impedances were 626 on (B)(6), 662 on (B)(6) and (B)(6), 682 on (B)(6), 610 on (B)(6), 594 on (B)(6), and 512 on (B)(6), so looks like impedance is trending down. R-waves went form 11-12mv to 8.8mv. Caller reviewing with health care provider at woodland north houston heart center. Ts noted this is a fidelis lead and do not know what normal impedance range is. Data reviewed, see drop in impedance over past week or so, however when reviewing lead impedance from earlier in device can see a lot of fluctuations in impedance from (B)(6) 2011 to (B)(6) 2012 where there are daily measurements. Impedances then fluctuated from 480 ohms to 750 ohms pretty regularly. From (B)(6) 2012 to present there are only weekly averages until the most recent week which makes it look like the drop in impedance is huge. Ts stated it is possible that lead just normally fluctuates but cannot see the daily msmts to confirm, but cannot guarantee that there is not an issue happening with lead now. Ts stated could bring patient into clinic and do lead testing, do pocket manipulations/isometrics and sample impedance with movements to see if getting any fluctuations or noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).